Event description:
The customer reported that during a total abdominal hysterectomy an end tone, indicating a completed seal cycle, was provided by the generator, but the device did not complete the sealing process. The surgeon opened a second device and completed the procedure with on further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.